Event description:
A tandem mobi cartridge alarm was reported, causing the customer's blood glucose level to exceed 500 mg/dl, recorded only as "high." The customer administered a correction injection via multiple daily injections and did not require third-party assistance. Initially, the customer was unable to reload the original cartridge and resume insulin therapy. Technical support assisted the customer in successfully loading a new cartridge, resolving the issue.